Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that falsely depressed carbon dioxide (co2) results were obtained on two patient samples on the dimension vista 1500 instrument. Calibration was acceptable on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse performed service method tests (smts) for server 3, replaced the reagent 5 (r5) mixer, probe, and the primary control assembly (pca) cable, auto-aligned the instrument, and ran mixer diagnostics to set the bottom of cuvette (boc), which passed. Then, the cse ran smts and qc tests, which recovered acceptably. Siemens further evaluated the event and concluded that the malfunctioned probe and mixer potentially contributed to the falsely depressed co2 results. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that falsely depressed carbon dioxide (co2) results were obtained on two patient samples on the dimension vista 1500 instrument. The initial results were reported to the physician(s), who questioned the results. The samples were repeated on an alternate dimension vista 1500 instrument. The repeat results recovered higher than the initial results and matched the patients' clinical histories. The repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed co2 results.